Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and leaflet prolapse for a mitraclip procedure. During the procedure, a single leaflet device attachment (slda) occurred with the first clip. A second clip was deployed adjacent to the slda and the mr was reduced to grade <1. Per the physician, the prolapse contributed to the slda. There were no adverse patient sequelae.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and based on the information provided, a cause for the reported slda cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.